Manufacturer narrative:
H10: h3,h6: one 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1, t2 and suture were not returned. The device returned resembles a straight needle configuration rather than a curved needle device. Therefore, either a ¿straight¿ needle product was returned inadvertently, or the user bent the needle nearly perfectly flat. The depth limiter was attached. The device cycled and actuated properly without unusual observation. Per instructions for use (for product code reported): ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery the second implant was not deployed. The implant was removed from the meniscus. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.